Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified regional analgesic infusor underinfused. The reporter stated that the patient received less therapy than intended when using the patient controlled module for bolus delivery. There was no report of patient injury or medical intervention associated with this event. No additional information is available.